Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the skin on the side of the generator is magenta. The patient has also been complaining of increased pain and skin sensitivity around the battery site last week. The cause is unknown. The patient will be seeing the physician to evaluate the implant site. It is unknown what steps are being taken to resolve the issue. The issue has not been resolved. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown why there was discoloration around the battery site. The physician put the patient on antibiotics to see if it resolved over time.